Event description:
It was reported while using bd needle ns 19ga 1-1/2in tw the needle broke during use. The following information was provided by the initial reporter: the phaco needle broke in the patient's eye. Replacement of the needle used from opening of another pack. No clinical consequences for the patient. Please can you initiate the investigation and communicate the output of this to bvi as soon as possible.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: as neither a valid lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.